Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 154452, and no non-conformance's related to the reported complaint were identified. Device manufacture date 01-dec-1996 and device expiration date 31-dec-2004. The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 425cc mentor smooth round moderate profile saline breast implant experienced left-sided capsular contracture (unknown grade) and left-sided implant deflation post-operatively. The patient experienced left breast pain and axillary pain, capsule, and deflation was confirmed by mammogram. As a result, the patient underwent explantation and replacement with 425cc mentor memorygel breast implant, catalog # 3504251bc on (B)(6) 2020. Healthcare professional provided lot/serial number (B)(4), but it is unknown which side the number belongs to. If additional information is received, a supplemental report will be submitted as applicable.